Manufacturer narrative:
Follow-up #1 date of submission 12/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use; however, there was no evidence of a power issue in the available black box data. A battery cap was not returned with the pump; a test cap was used to complete investigation. During testing, the pump powered on appropriately with a test battery cap; the complaint of no power was not duplicated. The pump case was removed, and no evidence of internal moisture was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.